Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400-450 mg/dl. The customer treated with the pump. The customer stated that she was able to deliver a bolus but it did not change the blood glucose. The customer stated that it is not leaking anywhere but did notice that there is a lump underneath where the site goes in. The customer stated that the site is a little red and swollen. The customer had symptoms such as irritability. The customer declined to troubleshoot for high blood glucose readings.